Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sound of insulin pump was too loud and did not change even after changing the settings. Customer was assisted with troubleshooting and they did hear beeps when audio volume settings were saved but they did not hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. Device audio/beep/vibrate function properly. No unexpected audio/beep/vibrate anomaly noted during testing. (B)(4).